Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
End-user alleges that sam300p unit's icon lights are not working. No patient involved.

Event description:
End-user alleges that sam300p unit's icon lights are not working. No patient involved.

Manufacturer narrative:
The device history record for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 10th december 2012. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded and are attached to this report. The history log for this device showed that the pad-pak was first installed on the 26th march 2013 and performed all weekly auto self-tests, alongside random manual power ons, up to the 4th march 2018. On the 29th september 2014, the device recorded a manual power on of 14 minutes duration, suggesting the device had detected an in-range patient impedance on this occasion. However, the user accessible memory was erased prior to receipt at heartsine, therefore, no further information could be obtained regarding this event. During the investigation, the instructional leds failed to illuminate, this would confirm the reported fault. Upon further investigation, the membrane tail was observed to have a double fold. This had most likely resulted in a break/damage to track 10 (3.3v line) resulting in the observed fault. The double fold observed on the membrane tail was most likely due to an assembly error which led to the breakdown of the tracks over time resulting in the faults observed. The status led¿s along with the function of the membrane where tested as part of final test h017-014-104 on the 10th december 2012. This would indicate that the folded membrane tail had caused a latent failure of the tracks that had developed after dispatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.